Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, rewind, basic occlusion, prime/a33 and motor tests. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose level of 400 mg/dl. The customer received a motor error alarm. Her high blood glucose level was corrected with manual injections. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.